Event description:
During patient treatment with this 3100a, operators reported being unable to increase the mean airway pressure. Without removing the patient, operators found and corrected a leak in/on the patient circuit.